Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the poppet is stained. As stated on the repair statement additional malfunction on this device: high pressure not switching.